Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during priming. Blood glucose level at the time of the incident was 150 mg/dl. During troubleshooting, the customer changed the infusion set and was not able to get insulin to exit. The customer then changed the reservoir and insulin exited without an alarm. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.